Event description:
The clinician reported that 4.5 months after the immediate dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.